Event description:
It was reported that the patient admitted to the hospital due to abdominal pain. It was believed that it was from the stimulation but also thought it could have been from the abdominal surgeries in the past. When the device was turned off, the patient symptoms subsided. Reprogramming was done and the patient felt adequate relief with no abdominal pain side effects.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.